Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced pocket stimulation with the use of any vector. The left ventricular vector had loss of capture at maximum output. The lead was turned off.